Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation determined that the device not recognizing the ac mains power issue was due to a defective main circuit board (pcb). The main circuit board (pcb) was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device would not recognize when the ac main power was connected. There was no patient injury reported as a result of this incident.